Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-aug-2018 with the following findings. A review of the pump black box data indicated no evidence of short battery life; multiple cs128/cs177 alarms occurred due to normal battery wear. During a visual inspection of the pump, the returned battery cap was undamaged and secured properly to the pump. The ez-prime steps were performed correctly. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.